Event description:
It was reported that the buttons on the insulin pump were not responding. Customer also stated that the insulin pump makes a hissing sound every time the back light is turned on. Nothing further was reported. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
The down button was unresponsive due to corroded keypad traces. No unexpected backlight noise noted. The insulin was received with cracked case at display window corners, reservoir tube lip, battery tube threads, minor scratches on display window and broken belt clip slot.